Event description:
It was reported that during implant the pulse generator exhibited no atrial output. The device was not used and replaced.

Manufacturer narrative:
Analysis found normal device characteristics.